Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 4114.

Event description:
A site reported to rxsight that during the implant surgery on (B)(6) 2023 for a light adjustable lens (lal, sn (B)(6), +16.5d), a capsular bag tear occurred; the lens was retained in the sulcus without capture. The surgeon performed a vitrectomy with normal closure. Rxsight's first awareness of the event was on 11/28/2023.